Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pen was not delivering insulin when pressing the dose button. Customer primed the insulin pen multiple times, replaced the needles and insulin exited. Customer stated the screw pulls back into the pen while dialing and moves when dose button is pushed. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.